Event description:
Additional information received reported the event was resolved without sequelae (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the adverse event was updated to staphylococcus infection. It is noted initial report indicated lab results found light growth of probable staphylococcus aureus restreak for isolation and was updated to indicate a confirmed staphylococcus infection.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0qbqv, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40, lot# va0qbqv, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
A healthcare professional from a clinical study reported there was hardware erosion at connector site. Symptoms included exposed intracranial electrode. Diagnostics included examination/palpation which indicated the hardware erosion at the connector site had cause exposed intracranial electrode, surgical observation was done and lab work with results indicating light growth of probable (B)(6) restreak for isolation. The implantable neurostimulator (ins) and two leads were explanted on (B)(6) 2016. The event resulted in in-patient hospitalization. The event was ongoing. The etiology was the neurostimulator and two leads, left and right subthalamic nucleus; related to device or therapy and unlikely related to implant procedure. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.